Event description:
The device'asmain tube was found to be kinked when the nurse opened the package. It wasn't used in the surgery, a different cannula was used instead. The device was sent back to the manufacturer for investigation.